Manufacturer narrative:
This report is being updated to provide investigation findings and corrected information. New information is reported in h4, h6, and h10. Corrected information is reported in b1. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. A review of the instructions for use (IFU) shipped with the device provided the customer with the following chapters of instructions, that if followed properly, could have potentially prevented the reported event: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Conclusion: we were unable to identify a definitive root cause. We cannot determine, but we presume the following. This phenomenon might have occurred because the device with a remaining fungus was used for a patient. We have already confirmed that the subject device met its standards when it was shipped and that the re-processing procedure of the subject device was inappropriate, so the cause of the remaining fungus did not seem to be the device. The re-processing procedure performed by the facility was inappropriate. We, therefore, surmised that a fungus remained because the device was not fully cleaned.

Manufacturer narrative:
The relationship between the device and patient infection could not be identified. The facility has not conducted a culture test for the equipment. Since the equipment was not returned to olympus, the culture test and equipment inspection could not be carried out. Inappropriate reprocesses such as bedside cleaning after each procedure and non-leakage test were performed at the facility. The instruction manual for the device cyf-5 describes the reprocess method in the following items. By observing this, we think that the indicated event can be prevented. ¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. 29jun2021, an olympus endoscopic support specialist (ess) completed virtual in-service regarding cleaning and care of urology scopes. The ess covered infection control information referenced in the user manual and reprocessing manual. The customer stated they manually high level disinfects (hld) their scopes with aldahol. The ess explained to customer that they should follow the aldahol IFU for specific instructions for hld. It was discovered the facility was not previously precleaning their scope, or leak-testing their scopes after each use (they were not previously submerging the scope for leak-testing -using hand-held leak-tester). This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# (B)(4).

Event description:
The customer reports two patient infections after a diagnostic cystoscopy using an oes cystonephrofiberscope . This case reports patient one of two : three days after a diagnostic cystoscopy using an oes cystonephrofiberscope (for the indication of microscopic hematuria), the patient developed a urinary tract infection. This was diagnosed with a urinalysis obtained in the emergency room. The patient was treated with cipro 500mg and the symptoms resolved. The scope was not cultured by the facility. Patient two of two is reported in case with patient identifier (B)(6).